Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose is 129 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting and discovered bent cannulas. Hospital treated with insulin drip and fluids. Customer was admitted to ICU. The customer was hospitalized for five days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.